Manufacturer narrative:
(B)(4).

Event description:
It was reported that the display stating new sensor occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be high counts aberration. Additionally, during data investigation, an early sensor expiration was observed. The probable cause of the early sensor expiration could not be determined. The reported event of a display that states new sensor is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.